Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was reseated and 3v coin battery was replaced. The dc power connections at the ps1 power supply and the power motor relay pcb adjusted ps1 to 5.2v and confirmed the solid 5 vdc at the control panel processor. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.